Manufacturer narrative:
A reserve sample of the same lot is being evaluated. The eval is in progress.

Event description:
Consumer stated that he experienced stomach pains after ingesting a minute amount of the product. No medical attention was sought for this condition.